Event description:
During an angioplasty procedure 9/13/93 using balloon and rotablator technology the circumflex artery was perforated. The patient had an emergency pericardotomy, then bypass surgery. Postoperative recovery was uneventful until an unexpected cardiac arrest occurred 9/16/93. At autopsy a thrombus was seen in the implanted bypass graft.